Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 276 mg/dl, 449 mg/dl, and 151 mg/dl 2) 250 mg/dl and 101 mg/dl customer is not sure which vial of strips were used to obtained the above results. Results were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This is for the first vial of strips that the results might have been taken on. (B) (4)